Event description:
Heli-fx endoanchors were implanted in patients during primary and secondary procedures for prophyaltic and intervention on unknown dates. One patient was treated with a valiant the following adverse events were reported: dislodged endoanchor 26 months post the index procedure in a stable position at the flow divider of graft. The cause is undetermined.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: midterm outcomes of primary and secondary use of an endoanchor system for thoracic and abdominal aortic endovascular aortic repair abdel-hadi et al, j vasc interv radiol 2023; 34:1938¿1945 https://doi.org/10.1016/j.jvir.2023.08.004 a2: mean age a3: mean gender d6a: exact date of implant unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: aware date of complaint updated to (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.